Event description:
It was reported that the device's power button would only work intermittently. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement keypad assembly. The customer later confirmed that he received the replacement keypad, repaired the device and confirmed proper device operation through functional and performance testing. The removed assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.